Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, unable to delete medication from facility formulary. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was unable to delete medication from facility formulary. A technical support specialist dialed into the station server, checked the version and attempted to delete the specified formulary but prompted "facility is undergoing a host conversion and item cannot be deleted at this time¿, referred knowledge article ¿medstation es - unable to delete facility formulary item - host conversion still in progress due to deleted devices¿ consulted product support engineer for advice and pse advised the customer to perform host conversion from their own by navigating to setting then host conversion, pis conversion and manage tab click on convert to complete it, since it was confirmed and validated that both devices were still ¿pending¿ in both databases and es server to resolve the issue.the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, unable to delete medication from facility formulary. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.